Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading ranged from 59 mg/dl to 600's mg/dl. The customer treated with the pump for high readings. The customer treated the low reading with snacks. The customer declined to troubleshoot.